Event description:
It was reported that this pt complained of sounds fading, beginning in may 2006. One week later, she reported a total loss of sound. Moving the external coil reportedly sometimes resolved the problem, although the internal magnet was in the correct position. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specs. The surgeon explanted the device and reimplanted a new device on the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.